Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, when the appendix was resected, only 30 percent of the staple was released and not cut, the last 70% of the staple line was missing. A new reload was used with the same handle to complete the case. There was no patient injury.